Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID's: 2134265-2014-05703, 2134265-2014-05706. (B)(4). It was reported that a death occurred. In (B)(6) 2011, the patient presented with stable angina and was referred for cardiac catheterization. The de-novo target lesion was located in the proximal to mid right coronary artery (rca) with 80% stenosis and was 35mm long with a reference vessel diameter of 4mm. The target lesion was treated with pre-dilatation and placement of 4.00mm x 12mm, 4.50mm x 24mm, and 4.00mm x 16mm taxus¿ element¿ stents in an over lapping manner, with 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) 2013, the patient died and the cause of death is unknown.